Event description:
It was reported that this left ventricular (lv) lead was explanted about two months post implant, due to loss of capture and pacing inhibition. Technical services (ts) gave programming options prior to lead revision procedure and clinician decided to turn off lv sensing. Issue was immediately resolved. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported. The lead has not been received for analysis. If the product is returned, this report will be updated with pertinent information, upon completion of analysis.